Event description:
The MFR was notified of a mitroflow valve that was reported to be exhibiting bioprosthetic stenosis due to calcification after approx 4.5 yrs.

Manufacturer narrative:
Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time, as device is not available for eval and pt history was not provided.